Event description:
It was reported that a patient¿s white blood cell count (wbc) was ¿off¿ (details not provided) coincident with peritoneal dialysis therapy. The patient was hospitalized for an unrelated medical condition. The patient was treated with intraperitoneal tazicef (nightly for two weeks; dose not reported) and intraperitoneal cefazolin (nightly for two weeks; dose not reported) for ¿low wbc¿. The outcome was not reported. Action taken with therapy was not reported. The cause of the event was not reported. No additional information is available. This is report 4 of 4

Manufacturer narrative:
(B)(4). Event date: unknown date in (B)(6) 2014 the reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).